Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user is alleging that she smelled burning for a couple of days, then on (B)(6) 2015 her remote stopped working. The end user caretaker took a look at the connection right near the center of the bed and it sparked and shocked the caretaker when she touched it.